Event description:
It was reported that the right ventricular (rv) lead had intermittent undersensing with difficulty measuring the r waves. No action was taken and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr, ipg, implanted: (B)(6) 2008. (B)(4).